Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during MFR's analysis. No patient complications have been reported as a result of this event. It was further reported that there was a lead fracture. The lv (left ventricular) lead was capped and replaced.

Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed a high current drain condition. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.